Event description:
It was reported to boston scientific corporation that an uphold vaginal support system was used during an anterior repair procedure. The physician placed the first leg assembly into the ligament. As she went to pull the leg assembly through the ligament with a clamp, which was grasping the suture of the leg assembly, she encountered resistance, and the suture subsequently detached. Reportedly, the detached suture, with the needle at the end remained in the clamp and did not fall loose inside the patient. The physician was unable to complete placement of this uphold device due to the detached suture. She completed the procedure with another uphold vaginal support system with no complications to the patient, who was stable at the conclusion of the procedure.

Event description:
It was reported to boston scientific corporation that an uphold vaginal support system was used during an anterior repair procedure. The physician placed the first leg assembly into the ligament. As she went to pull the leg assembly through the ligament with a clamp, which was grasping the suture of the leg assembly, she encountered resistance, and the suture subsequently detached. Reportedly, the detached suture, with the needle at the end remained in the clamp and did not fall loose inside the patient. The physician was unable to complete placement of this uphold device due to the detached suture. She completed the procedure with another uphold vaginal support system with no complications to the patient, who was stable at the conclusion of the procedure.

Manufacturer narrative:
(B)(4). (B)(6).

Manufacturer narrative:
A review of the manufacturing records for this lot showed no evidence of a manufacturing-related potential cause for this event. The capio device was not received for analysis. Visual analysis of the returned mesh assembly revealed that the lead suture and needle were missing from the blue dilator and were not returned. The complainant indicated that a clamp was used during the procedure. It is likely there was difficulty passing the device through the sacrospinous ligament, and the tensile force on the device overcame the strength of the dilator, causing it to break.